Event description:
It was reported the catheter was being placed into a female patient in her 50's in the intensive care unit. The patient was diagnosed with a subarachnoid bleed and was being harvested for organs. During catheter placement into the patient's right internal jugular, the physician was unable to remove the spring wire guide from the catheter. Everything went smoothly until removal of the guide wire through the catheter. The physician reported the needle was inserted via ultrasound and guide wire inserted normally. To remove the guide wire that would not come through the catheter, she had to resort to using a needle holder to get additional traction on the wire to pull it out. Upon removal, the wire was severely kinked. See MDR#1036844-2014-00477 for the second insertion attempt.

Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.